Event description:
It was reported that the patient had experienced a fall and was experiencing ineffective therapy. Upon further investigation the patient's lead had migrated. It was also reported that the patient was experiencing discomfort at the ipg site. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating migration was confirmed via x-ray and that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced and the lead was repositioned to address the issue, effective stimulation was restored.